Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During evaluation it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the electric pen drive device was running by itself (auto running). It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as the device was used in veterinary purposes. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.